Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated power-on reset parameters were present. Analysis of the device memory indicated a serious device error indication was present. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the hybrid. Hybrid analysis revealed that the reported failure was due to conductive anodic filament in the radio frequency telemetry module. The high system current drain was caused by the node adt5 in the rf module. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products- model: 5568-53, lead; implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was an inpatient for an unrelated condition and their implantable cardioverter defibrillator (ICD) began to sound an audible alert. An interrogation was attempted, but a full interrogation was unable to be completed due to an error message indicating ¿flash memory failure. Error ¿ device electrical reset. Serious device memory failure.¿ the patient had indicated that a similar event had happened approximately four months prior at which time the patient was ¿too sick¿ to have the device replaced at that time. The device has now been explanted and replaced. No patient complications have been reported as a result of this event.